Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited the connecting tube, jet tube and plastic distal end cover had foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected date: h6 health effect impact code. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. There were no deviations from the instruction manual in the reprocessing steps at the material residue point. No physical damage was confirmed at the place where the foreign material remained. A definitive root cause cannot be determined. The events can be detected and prevented in accordance with the following instructions for use. Instructions for use states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. Instructions for use states that preventive measure in cf-h185l/I reprocess manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.